Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) spoke with steven gonzalez from biomed. And helped trouble shoot the iabp over the phone. He confirmed batteries were discharged, and pump was currently in "rescue" mode not sitting in the hospital cart correctly. He was able to insert the iabp in the hospital cart correctly and confirmed that the iabp was now in "hybrid" mode allowing the batteries to charge. Steven also confirmed that the battery indicator was also illuminated and pump powers on, issue resolved over the phone with customer. Equipment passed all functional testing, unit cleared for clinical use is unknown. H3 other text : resolved over phone.

Event description:
N/a.